Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The customer's father stated that she had changed her infusion set the night before event and then woken up with blood glucose of 500 mg/dl. The customer stated that during the hospitalization, she bolused for a salad she ate and her blood glucose went up to 400 mg/dl and she experienced diabetic ketoacidosis again. The customer also stated that she uses a mio infusion set and changes her infusion set every two to three days. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. But not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.